Event description:
I was using the davinci system for a hysterectomy on a (B)(6). The precise bipolar instrument was inserted and when I grasped tissue the current activated without the foot pedal being pressed. The audible power sound was heard and the grasped tissue which fortunately was a fallopian tube was cauterized. The entire crew in the operating room witnessed this event. I then grasped the uterus in several locations and the instrument again transmitted energy with the grasping of tissue without use of the foot pedal. The device was removed and the pk device inserted, tested and the case proceeded without incident. Exam of the bowel and surrounding tissue disclosed no injury and the pt was discharged the next morning. This only occurred 2 days ago however so potential for delayed injury still exists. A similar event had occurred 2 months ago using a fenestrated bipolar device on the same system and generator where upon insertion of the instrument energy was immediately delivered prior to foot pedal activation. The device was disconnected, reinserted and the problem did not recur on the second attempt.